Manufacturer narrative:
This MDR was written in error. The flotrac device was determined to be exempt from the event.

Manufacturer narrative:
The flotrac sensor was discarded at the hospital. The ev1000 platform that was used in conjunction with the flotrac was not evaluated in the edward¿s product evaluation lab, however, an edwards engineer visited the site and made the following observation as a potential root cause. A cvp sensor can be powered by either an internal excitation voltage supplied by the databox or an external excitation voltage supplied by a patient monitor. In this complaint, the customer connected these two cable ends together, creating a circular loop. This may cause a disruption in the voltage patterns. When the voltage patterns are disrupted, the software may be affected thereby causing the event described in this complaint. Therefore, the flotrac sensor was ruled out as suspect in this case. Inaccurate hemodynamic readings, without any type of alarm, could lead to inappropriate patient treatment, and therefore have the potential to result in patient injury. If the clinician is unaware that the data screen is frozen, the patient may be treated based on inaccurate values. It should be noted that clinicians are well trained to continually evaluate the patient¿s entire clinical picture prior to administering treatment. Lot number was not provided, therefore review of the manufacturing records could not be completed. Medwatch for the ev1000 monitor was filed under 2015691-2017-00192.

Event description:
It was reported that during use with an ev1000 system and flotrac, the screen froze in color on the cockpit screen in the active mode. There was also no arterial waveform displayed at the top of this screen. Furthermore, when the user changed monitor view and looked at the graphical trend screen it was displayed but no information was being recorded. There was also no arterial waveform on the screen. The clinicians began the troubleshooting process by disconnecting the flotrac transducer and trying to re-connect multiple times but it remained the same, no waveform on the zero screen displayed. However, the waveform on the bedside monitor continued working appropriately. The error message of ¿selected ap zero point out of tolerance check dpt¿ was displayed. The patients was treated according to the frozen values displayed, however no harm was caused because of this issue. Finally, the customer changed the ev1000 system and it worked successfully. Inquired of patient demographics. Unable to be obtained.